Event description:
Patient presented with left fibula fracture as a result from a fall was implanted with 4-hole lateral distal fibula plate, unknown number of 2.7mm va locking screws, and unknown number of 3.5mm cortex screws. Surgeon states distal contour of plate does not fit appropriately. No further information was provided. This is from lcp ankle system mpe.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.